Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 4.0/38mm long thread cannulated screw. Part and lot numbers were not provided by reporter. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. It was reported that the subject device will not be returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown 4.0/38mm long thread cannulated screw broke during a procedure to repair a fractured patella sustained during a motorcycle accident. After wires were drilled into the patella, the screw broke where the smooth shaft meets the threaded portion during drilling. There was no pre-drilling. The broken screw fragment was left implanted. Another two screws were used: one implanted laterally, the other implanted distal to proximal. A surgical delay of approximately 30 seconds and one or two additional x-rays related to the fragment were reported. The procedure was completed without further incident. This report is for one unknown 4.0/38mm long thread cannulated screw. This report is 1 of 1 for (B)(4).